Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that during set up for an unknown procedure the bronchofibervideoscope had scope communication error alarms. There were no reports of patient injury.